Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "making noise." The device was used in surgery; prior to patient use. There were no injuries or medical intervention reported. There was no additional information provided.